Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the surgery there was a sudden loss of capture. While trying to remove the lead, it was badly damaged.~~~~~~~~